Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported e216 and e226 occurred when connected to the system. This occurred during set up for unspecified procedure involving an olympus flex deflectable videoscope. There was no patient injury reported.